Manufacturer narrative:
Block h6: device code 2610 for the reportable issue of bands failed to deploy. Block h10: investigation results the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the handle assembly and ligator head were returned with the device. The trip wire was partially rolled in the handle assembly and there was evidence that it was secured in the handle slot. A crimp was present on the tripwire and the slack was removed properly. The suture was detached from the ligator head and was attached to the trip wire. It was possible to observe that the blue bands were returned attached on the ligator head; however, the bands had overlapped to each other. The ligator head teeth were damaged. The suture hole did not have any visual damage. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No visible issue was noted with the handle assembly. Based on the evaluation of the returned ligator head, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. It is most likely that the ligator head teeth were damaged due to handling and manipulation of the device during the procedure. Once the ligator head teeth are damaged, the suture can be detached from its position on the ligator head and this condition could have impacted the bands deployment activity which could have contributed with the reported issues. The reported event was confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 device were used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the bands were attempted to be deployed, however; the bands would not deploy. The same issue happened with the second speedband device, and the procedure was completed with a third speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 device were used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the bands were attempted to be deployed, however; the bands would not deploy. The same issue happened with the second speedband device, and the procedure was completed with a third speedband superview super 7 device. There were no patient complications reported as a result of this event.